Event description:
It was reported that due to the patients twiddlers syndrome, the lead had dislodged and the right ventricular coil had fallen into the superior vena cava. The lead was explanted and replaced when attempted repositioning was unsuccessful. Patient condition was good after the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.